Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after consuming dinner, the customer accidentally delivered too much insulin via a bolus and experienced a low blood glucose (bg) level of 43 mg/dl. To treat the low bg, the customer consumed carbohydrates. The customer acknowledged the reported issue occurred due to user error, and at the time of the reported event, bg level was "normal" at approximately 240 mg/dl.